Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) sustained a cracked touchscreen after the pump was struck against a surface while the user was standing up, resulting in loss of function and loss of watertight integrity. Symptoms included no reported adverse clinical effects; a single blood glucose value of 168 mg/dl was noted without associated symptoms. Outcomes included device replacement and instruction to back up therapy as needed, with guidance to shut down the device and continue cgm use via dexcom app or receiver. Investigation included complaint intake and logistical review of replacement and return processes and inspection of the returned device. Investigation of this device revealed a damaged user interface component consistent with physical damage to the touchscreen, rendering the device nonfunctional and not watertight. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.